Event description:
During the index procedure one endeavor sprint rx drug-eluting stent was implanted in the mid lad. The patient had stable angina at the 1 year follow up. Approximately 1 year and 6 months post the index procedure, the patient suffered an mi. It is unknown if the target vessel was involved. Approximately 3 years and 3 months post the index procedure that patient also suffered a stroke and a cranial bleed. The stroke was not related to the study stent. The patient was free of symptoms at the 4 year follow up stage.

Event description:
It is reported that approximately 56 months post index procedure the patient suffered a stroke. Investigator has assessed that the event was not related to the device. It is reported that two months later, the patient died following the stroke. The cause of death was assessed as non cardiac due to stroke. Investigator has assessed that the event was not related to the study device.

Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi <(>&<)> stroke).